Manufacturer narrative:
User (healthcare provider) did not notice any issue with the g-lix device in use; it performed as intended. It is possible that the g-lix may have caused some slight bleeding, and the subsequent clot formed a nidus for infection.

Event description:
Pt underwent a trans-oral endoscopic procedure to place tissue plications within the stomach (pose procedure) on (B)(6) 2012. The pt was discharged 1 day post-pose without incident. Approximately 3 weeks post-pose the pt reported malaise, productive cough, and a slight fever, but no abdominal pain. Saw gi at (B)(6), and given antibiotic for flu and sent home. Three days later ((B)(6) 2012), returned with fever (39c at home, and was 36c in ER). Wbc count was high at 16k. CT scan revealed 2cm abscess extra-gastrically near db of stomach. Put on IV antibiotics thursday-monday. On monday ((B)(6) 2012) the pt had a gastroscope procedure. One plication in distal body had edema around it and area was erythematous. No perforation or fistula. Pt had no fever at all during stay and was in no distress. Pt was sent home late monday ((B)(6) 2012) on 10 day course of oral antibiotics with no further sequelae to date.